Event description:
It was reported that a staff member encountered recoverable faults on arm 3 during case setup, with system messaging prompting removal of an instrument when none was attached. Initial troubleshooting involved reviewing system logs and identifying error 32098. Tse guided the staff through a hard reboot, which temporarily cleared the errors and allowed the setup to continue. Subsequently, after another hard power cycle, the error reappeared when staff returned to the room. The option to disable the affected arm was discussed, but all four arms were needed. There was no report of patient involvement or reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. Fse was unable to replicate the reported issue. Fse replaced pn: 380666-25 universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. Complaints are tracked via the qms processes per wi (B)(4) (quality data review meetings).

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Isi did receive a da vinci product involved with this complaint to perform failure analysis. When the unit was installed to the patient side cart (psc) fixture test platform (pftp), it was able to initialize normally and run sine cycle but triggered error 23138 on pitch at the end of sine cycle. Visual inspection did not find any factors that could have contributed to the reported event. During troubleshooting, outer recalibration was performed and this fixed the 32098 and 23138 errors. The unit was able to run in normal mode on the system with no errors and passed verify calibration. All tests passed on the pftp. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The root cause is attributed to an issue with the pitch axis calibration of the usm. This issue may be resolved by fse replacement of the usm. This issue is also captured in the fmea, gen5, usm, patient side cart (818600-50, rev. M) via risk ID g5-psc-mp-1494.